Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine generator change. X-ray imaging noted that the conductors of the right ventricular lead were externalized. The lead was capped and replaced on (B)(6) 2018. The patient was stable post-procedure.